Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-59 mg/dl. Reportedly, the customer did not have an active continuous glucose monitor session on the pump due to an error with a non-tandem transmitter. The customer consumed carbohydrates to treat the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.